Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) coil was all bent and crumpled. No patient involvement.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) coil was all bent and crumpled. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A photograph was also provided by the account. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the seal visible in the loading device window. There was a crack in the outermost rung of the seal. The slide lock was not engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring was removed from the loading device. The seal was observed to be crack/delamination at the outer most first and at the center. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at .195 in. The outer diameter was measured at .219 in.. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure modes "crack" was confirmed as well as for the analyzed failure ¿fitting problem¿.